Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with thick leaflets. A mitraclip ntw was prepared per the instructions for use (IFU), inserted and placed on the mitral valve. However, while attempting to deploy the clip, after removing roughly 30-40 cm of the lock line, the lock line jammed, and the clip opened from roughly 15-20 degrees to roughly 70 degrees. It was noted that the clip was in an unlocked state. The clip was able to fully close and retract into the steerable guide catheter and removed from the patient. It was noted that the lock line remained stuck and was not removed. A new clip was then inserted and implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.